Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right implant site calcification, and breast cyst. D4: UDI: the expiration date is currently not verified. Therefore, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old female patient underwent revision breast augmentation with 400cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her left side postoperatively; diagnosed after physical exam, and mammogram. On (B)(6), 2026, mentor became aware that the date of surgery was (B)(6), 2026. On april 23, 2026, mentor became aware that the replacement devices used on (B)(6), 2026 were 3504004bc; serial number (B)(6) on the left side, and catalog number 3504004bc; serial number (B)(6) on the right side. On april 28, 2026, mentor became aware that the patient also experienced left side breast pain, bilateral diffuse calcifications per mammogram and subcentimeter cysts in both breasts per ultrasound in addition to left side rupture. This medwatch report is for the patient¿s right-sided device.